Manufacturer narrative:
Additional: (name, email), (phone number), evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the device was received sealed in its original packaging. A yellow stain was observed on the foam of the lock collar. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed condition was determined to be a result of an assembly error of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, there was a blot on the device¿s balloon. In order to complete the case, they changed a new one. No patient involved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the device was received sealed in its original packaging. A yellow stain was observed on the foam of the lock collar. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, there was a blot on the device¿s balloon. No patient involved.